Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist reported that approximately half of the devices stopped communicating after security updates were performed. Initial agents attempted troubleshooting but had difficulty identifying the root cause. A knowledge article was deployed, which resolved the issue for some stations; however, the problem persisted until the tls dhe ciphers were enabled on the server. After enabling these ciphers, the issue no longer occurred. The customer has requested a list of transport layer security (tls) versions and ciphers that should remain enabled for es to function properly and prevent future communication failures. The package was successfully applied, and the team is following up to confirm that no further issues have occurred after the server changes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had a device unable to communicate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had a device unable to communicate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.